Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of system revision due to a possible infection. No additional adverse patient effects were reported. The crt-p was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.